Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a scratched keypad. Event log history was performed and indicated that there was a backup audible alarm post error recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced main board and that cleared up the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during pre-test, a smiths medical medfusion pump exhibited audible alarm. No patient was involved in this event. No adverse effects were reported.